Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 401 mg/dl at the time of incident and other blood glucose was 244 mg/dl. Customer treated with insulin pump and insulin pen. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they did not allege insulin pump was under delivering. The customer was not using the auto mode feature. The customer also stated that insulin pump had insulin flow blocked alarm and customer stated that the insulin exited. The insulin pump will not be returned for analysis.